Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The expected infusion time was five days; however, the actual infusion time took 6.5 days. The device had been filled with 7000mg fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.